Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 212 mg/dl. Customer was experiencing intermittent calibration error alerts. Customer is using a single meter for calibrations. Customer was explained that sensor may be malfunctioning and advised to change site. The customer was advised to return the sensor in use and offered to replace the sensor. The customer reported via phone call that the insulin pump alarm change sensor. The bad sensor alert occurred after 2nd consecutive calibration alert and discussed timing of calibrations leading to alert and calibration protocol. The customer was advised to remove and change out the sensor. Customer was advised we will replace the sensor.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test, the sensor failed per specifications.